Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient's mother stated that upon removal of the sensor pod, they were unable to locate the sensor wire. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).